Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report damage to the soft tip of the device. It was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat grade 4 functional mitral regurgitation (mr). The physician was having difficulty getting the guide to access the venous system. After removing the steerable guide catheter (sgc) and dilator from the guidewire, it was noticed that the tip of the sgc was kinked and the hydrophilic coating on the exterior towards the distal end of the sgc appeared damaged. Another sgc was prepared and used for remainder of the procedure. One clip was implanted with no reported issue, reducing mr to 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The returned device analysis did not confirm the reported kink in the steerable guide catheter (sgc) tip. However, the sgc shaft was observed to be kinked and appears to be the kink that was reported. The reported difficult to insert (anatomy) during use could not be replicated in a testing environment as it was related to patient anatomy or procedural/operational circumstances. All available information was investigated, and the reported difficult to insert (anatomy) appears to be due to procedural conditions. The observed kinked sgc shaft appears to be a cascading event of the difficult to insert (anatomy). There is no indication of product issue with respect to manufacture, design or labeling.